Event description:
It was reported that during a thin skin graft, the surgeon wishes to use the versajet to excise the burn. After connection, the spray did not work and the water flows without pulsed washing. Backup was available no delay in treatment. Additionally, during functional evaluation it was found that the unit would not prime.